Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 600 synchron access clinical system intermittently gave erroneously high chloride (cl), carbon dioxide (co2) and calcium (calc) results. The erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. When the erroneous results were repeated, the results were within the normal reference range. Prior to the event, the ion selective electrode (ise) qc (qc) was out of range high. When this qc was repeated, the results were within the lab's established ranges.

Manufacturer narrative:
A bci field svc engineer (fse) evaluated the sys and found air bubbles coming from line 24 of the ratio pump. The fse replaced the ratio pump piston and o-rings, as well as the modular chemistry (mc) sample probe. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is related to the following mdrs that have been reported: MDR 2122870-2009-00140.